Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one portion of tissue contains an embedded metallic coil-like object') in an adult female patient who had essure (batch no. B66021) inserted. The patient's medical history included multinodular goiter on (B)(6) 2019, goiter on (B)(6) 2019, lymphadenopathy on (B)(6) 2016, oropharyngeal dysphagia on (B)(6) 2016, thyroid enlarged on (B)(6) 2016, chronic diarrhea on (B)(6) 2015, fibroids on (B)(6) 2015, supraclavicular lymph nodes enlarged on (B)(6) 2015, breast cancer female on (B)(6) 2015, d & c on (B)(6) 2014, abnormal uterine bleeding, dysmenorrhea, pelvic pain female, adenomyosis and thyroid cancer. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2014 . Discrepancy noted: essure removal date a per mr is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: the left fallopian tube is patent and there is free spillage on the left.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device . Batch no b66021, production date 2013-08-30, expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one portion of tissue contains an embedded metallic coil-like object') in an adult female patient who had essure (batch no. B66021) inserted. The patient's medical history included multinodular goiter on (B)(6) 2019, goiter on (B)(6) 2019, lymphadenopathy on (B)(6) 2016, oropharyngeal dysphagia on (B)(6) 2016, thyroid enlarged on (B)(6) 2016, chronic diarrhea on (B)(6) 2015, fibroids on (B)(6) 2015, supraclavicular lymph nodes enlarged on (B)(6) 2015, breast cancer on (B)(6) 2015, d & c on (B)(6) 2014, abnormal uterine bleeding, dysmenorrhea, pelvic pain female, adenomyosis and thyroid cancer. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2014 . Discrepancy noted: essure removal date a per mr is (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: the left fallopian tube is patent and there is free spillage on the left.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device . Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: " previously reported event medical device removal replaced with one portion of tissue contains an embedded metallic coil-like object." Reporter, lot number, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.